Event description:
Patient presented back to the physician with wound dehiscence at the chest incision site, exposing a portion of the ipg. Evaluation determined the presence of an allergic reaction. Physician brought the patient into the or, removed the ipg and sensing lead, and a portion of the stimulation lead, and closed the incision sites.

Event description:
Patient presented to the physician with persistent pain at the chest incision site. A CT scan revealed fluid accumulation within the ipg pocket. Physician suspected a possible allergy to the suture material or components of the implanted device. Physician brought the patient into the or, drained the ipg pocket, and closed the incision. An allergy test was recommended, and the patient will be re-evaluated based on the results.